Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared around the time issue began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original charging cable and wall adapter, had already tried charging from a working outlet for at least 30 minutes, and pump began charging successfully with original supplies, so no further assistance was required.